Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers had failed, and the device was not detected on the bus. A field service engineer instructed the customer to fail the remote manager by unlocking and manually opening the fridge to cause a 'failed by user' failure. The customer recovered the remote manager, logged into the hardware test application, and all pockets populated successfully. The system functioned as intended after the field service engineer assisted the customer to repair the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it displayed that the device was not detected on the communication bus and the fridge was showing failed when you tried to select it. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.